Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The instrument was received with twenty-eight clips remaining and the front of the body halves were separated. The instrument was disabled due to the damage. The instrument was completely disassembled to evaluate the internal components, a camplate link was found missing. It was determined that the instrument was improperly applied causing the body to separate during use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the separated body condition may occur under the following circumstances: when applying leverage to the handles forcing the body tab to separate and or leverage is applied to the distal end of the unit causing the tabs to separate. In addition; this condition will prevent the instrument from functioning properly. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was clipping the vessel during an abdominal paraganglioma resection, there were issues experienced with the loading or firing of the clips and the device¿s hinge mechanism fell into the patient¿s cavity. It was stated that the component was retrieved by hand. The broken device was removed and a new one was used. There was no patient injury.